Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. Conclusion code(B)(4) no longer applies. Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial#(B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2018 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Product returned for analysis.

Manufacturer narrative:
H3: analysis of the leads serial# (B)(4)found insignificant anomalies- both leads were cut through and the products were segmented. H6: conclusion code 11, method code 4118, and result code 3233 no longer apply. Section d11 information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2018-(B)(6)product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: 2018-(B)(6) product type lead . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 25-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins and leads were replaced on (B)(6) 2018. Upon opening the ins pocket, it was discovered that both leads had broken in half. Both leads and ins are expected to be returned to the manufacturer. No further complications were reported.